Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure of the right coronary artery. Reportedly, when the plunger was pulled back no sutures were observed at the anterior needle. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device indicated that a posterior cuff miss and subsequent link detachment occurred which would result in a failure to retrieve the suture, as reported. Based on the investigation findings, the most probable cause for the reported cuff miss is believed to be related to operational influences during use. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the device analysis and available information reviewed, there is no evidence to suggest that a product deficiency is suspected.